Event description:
It was reported that the catheter became stuck on the guidewire. A 2.4mm jetstream xc catheter and non-boston scientific guidewire were selected for an atherectomy procedure within an in-stent restenosis within the superficial femoral artery (sfa). During atherectomy, the guidewire that was used had material wrapped around it and the jetstream became stuck on the wire. The jetstream and guidewire were removed together after which the guidewire was removed from the jetstream. A new guidewire was used and ballooning was completed. There were no patient complications reported. It was further reported that the material that had wrapped around the wire was from the covered stent.

Manufacturer narrative:
A2: age at time of event - 50's years.

Manufacturer narrative:
Age at time of event - (B)(6) years.

Event description:
It was reported that the catheter became stuck on the guidewire. A 2.4mm jetstream xc catheter and non-boston scientific guidewire were selected for an atherectomy procedure within an in-stent restenosis within the superficial femoral artery (sfa). During atherectomy, the guidewire that was used had material wrapped around it and the jetstream became stuck on the wire. The jetstream and guidewire were removed together after which the guidewire was removed from the jetstream. A new guidewire was used and ballooning was completed. There were no patient complications reported.